Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying orders for a medication that had already been discontinued. A technical support specialist (tss) noted that the iest was unable to review the discontinued order due to the care coordination engine (cce) retention setting being configured to five days. The tss executed a query and identified messages that remained in the "waiting to be processed" status. To resolve the issue, the tss proceeded to restart the ext messaging service, the ww3 publishing service, and the internet information services (iis) application pools. Following these actions, the tss rechecked the message queue and confirmed that the previously stuck messages had been successfully processed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, discontinued order stuck and unable to process. There was a patient at the nbmi pyxis that was showing orders for a medication that has been discontinued. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, discontinued order stuck and unable to process. There was a patient at the nbmi pyxis that was showing orders for a medication that has been discontinued. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.